Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported event; however the reported system messages were observed in the event log. The company representative replaced the pneumatic controller printed circuit board (pcb) to address this issue. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message was received during a procedure. Following a 40 minute delay, the procedure was able to be completed with the same system. Additional information was received from the surgeon reporting after the system message was received, the system was rebooted and the cassette was changed several times which resulted in the reported delay. There was no patient harm reported.